Manufacturer narrative:
Additional information: d4 - batch number. H4 - manufacture date. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Investigation results were based on device history records. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The assessment for reportability for this malfunction was based on patient harm, "unknown". Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product pl503r - clip applicator f.med.large clip pl568t. According to the complaint description, the clips were not clipping properly and in future they may cause harm to patient postoperative. Patient harm was unknown. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9: product return date ,h3: evaluation, h6: codes updated, investigation results: visual inspection of the jaw parts revealed that the jaw parts do not close flush. Functional testing using a test batch of article pl568t (lot: 51382554) revealed that the clips did not achieve sufficient closing using the complained instrument. The instrument no longer fulfills its intended use. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: reportable malfunction (report not later than 30 days). The reporting decision is based upon the review of the applicable risk analysis. Conclusion preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. The jaw parts no longer close flush, which leads to an insufficient clip closure. According to the instructions for use (IFU) for this product, section 3.11.1 visual inspection for e.g. Bent components shall be performed after reprocessing. Furthermore, according to section 3.11.2 functional testing shall be performed after reprocessing. Non-functional products shall be sent to the aesculap technical service (ats). Based upon the investigation results, a CAPA is not required.